Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 15 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. Report 2 of 2. The following was recieved from the initial reporter: consumer reported no insulin flow when priming stated, he primes 2 units 30 pen needles affected between two lot's stated, the two lot's are mixed in and he cannot provide information on when it happened with which lot or the amount. Lot: 2130218, 3011419 catalog:320555 date of event: unknown.

Event description:
It was reported that 15 of the bd nano¿ 2nd gen pen needle were unable to deliver medication. Report 2 of 2. The following was recieved from the initial reporter: consumer reported no insulin flow when priming stated, he primes 2 units 30 pen needles affected between two lot's stated, the two lot's are mixed in and he cannot provide information on when it happened with which lot or the amount. Lot: 2130218, 3011419. Catalog:320555. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.